Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that during a clinic review, the patient reported "severe electric shocks". According to records, the system was shown as been turned off. They queried a change in position of implantable neurostimulator (ins). The patient was sent for x-ray as they wondered whether the ins had flipped over as impossible to interrogate and difficult to palpate. X-rays showed that it hadn't flipped over. The ins had most likely depleted. Various reason further surgery not until 2015. On (B)(6) 2015, the patient had a system revision.